Manufacturer narrative:
(B)(4): results - representative samples were visually and functionally examined for tensile strength and ductility and they met the requirements. Conclusion - the devices were received in a condition that meets specification. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a myomectomy procedure on (B)(6) 2010 and suture was used. During the procedure, about 1 mm of the tip of the needle broke and went missing in the pt's body. The surgeon tried to search for it but failed. In the end, the surgeon closed the incision site and left the needle tip inside the pt's body. No additional info was provided.